Event description:
Boston scientific crm received information that this device was electively explanted, due to normal battery depletion. There were no allegations or complaints against the device's operation, functionality or longevity.

Manufacturer narrative:
The device counter and therapy history revealed that the device was able to deliver therapy prior to explant. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition. This issue is discussed in the q3 2010 product performance report.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was successfully interrogated. Engineering calculations determined that this device did not meet expected longevity per programmed values. Additional laboratory testing and analysis is pending.